Event description:
It was reported that the caller experienced a malfunction with the pump, displaying a specific error code. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.